Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary tubing set. The primary tubing set was being used to deliver an unspecified volume of normal saline at an unspecified rate via sigma pump. The secondary tubing set was being used for piggyback delivery of an unspecified concentration of reglan at an unspecified delivery rate. The positions of the solution container were not specified. After an unspecified length of time in use, the nurse noted the secondary solution was backflowing into the primary tubing set and stopped the delivery. The primary tubing set was replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay in critical therapy for this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4), (B) (4).